Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% therapy. On (B)(6) 2012, during a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient experienced cloudy solution. On (B)(6) 2012, the patient was hospitalized for peritonitis manifested by cloudy solution. The cause of peritonitis was not reported. On (B)(6) 2012, the patient began treatment with cefazolin ip (1 gm per day, daily) and fortum ip (1 gm per day, daily) for peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). Further information was provided by a nurse. On (B)(6) 2012, the patient was discharged from the hospital. Patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.